Event description:
Customer's mother reported via phone, the insulin pump was alarming an error, it said week battery and it was showing three bars. Customer's mother the display is really hard read and it has a tiny crack near the medtronic label. Customer's mother stated it looked dirty and sticky. Customer currently carries his device in his pocket. Troubleshooting was performed. The customer's blood glucose was 561 mg/dl. Customer's mother mentioned the screen was really hard to read during troubleshooting for battery issues. The device had many scratches. Due to damage the customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.